Event description:
It was reported that during a stenting treatment procedure, the express biliary stent came off the balloon prior to being deployed. The pt was asymptomatic during this event. The lesion being treated was a calcified, 90% stenotic lesion in a tortuous celiac artery. The physician used a 7 fr introducer sheath for vascular access, and a .035 inch guide wire to cross the lesion. The express biliary stent came off the balloon in the ostium of the celiac artery. After the delivery system was removed from the pt, a snare was used to retrieve the stent. Another stent of the same type was used to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as `stable'.